Manufacturer narrative:
Investigation summary: no allegation was made with the returned device. The ams 700 momentary squeeze (ms) pump did not pass functional testing. The observed anomaly was determined the most probable cause of the device malfunction. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The ms pump was visually inspected, and no visual defect was noted. The pump was functionally tested and did not pass the 8lb activation test requiring greater than the specified force to activate the device. Inspection of the cylinders identified that both presented wear at folds in the component body. The kink resistant tubing (krt) was worn to the filament, no leak was present. No problem was identified with the reservoir. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). The IFU lists pump implanted in patient that is difficult to pump leading to limited rigidity or excessive time to inflate as a potential adverse event(s) associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified.